Event description:
It was reported patient was having a right primary knee surgery. Poly trial was hit with a hammer and it broke the poly. No delay in surgery. Update: after procedure, an additional trial insert was found to be cracked. Sales rep returned both trials.

Manufacturer narrative:
Review of the device history records indicates 632 devices were manufactured and accepted into final stock. There has been 1 other event for the lot referenced. The reported event was confirmed. The triathlon cr trial fractured into two pieces. A portion of the distal rails also fractured but remains attached to the trial. Both fractures indicate an overload condition. Scratches and indentations were observed on the articulating surface, underside, and distal rails. The reported device is under the scope of nc. The device is now obsolete and was replaced by a new design, the modified hollow trials, catalogs: 5530-t-xxxa and 5532-t-xxxa.

Event description:
It was reported patient was having a right primary knee surgery. Poly trial was hit with a hammer and it broke the poly. No delay in surgery. Update: after procedure, an additional trial insert was found to be cracked. Sales rep returned both trials.

Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.